Manufacturer narrative:
2 of 2 devices were returned for evaluation . Evaluation of 2 devices found chuck wear and lack of maintenance. The devices were cleaned of debris and the turbines were replaced. The devices were repaired and returned to the customers.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. This report summarizes two malfunction events where midwest tradition plus handpieces would not hold dental burs. There were no injuries in any of the events.